Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. Furthermore, several channels showed hi status likely due to a damage to the active electrode. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Reportedly the sound decreases and gets distorted. Currently the user has stopped hearing completely with the device.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced a decrease in hearing benefit. However during device investigation no technical problem could be detected. Mechanical damages found are attributable to the removal surgery. In situ measurements showed up to three channels with hi impedance, however the available nine channels should have given sufficient hearing benefit. In addition, one channel was found extra-cochlear at explantation surgery due to a post-operative migration of the active electrode. This is a final report.

Event description:
The user's hearing performance with the device is affected. Reportedly the sound decreases and gets distorted. Currently the user has stopped hearing completely with the device. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Reportedly the sound decreases and gets distorted. Currently the user has stopped hearing completely with the device.